Manufacturer narrative:
Add'l info will be provided once the investigation is completed.

Event description:
It was alleged that the flute tip broke during surgery and many broken pieces fell inside the shoulder joint of the patient. It was further alleged that the broken pieces were sucked up and no adverse consequences have been observed in the patient.